Event description:
It was reported that patient had difficulty aligning the charger to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.

Event description:
It was reported that patient had difficulty aligning the charger to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted device was kept by the facility.